Event description:
Related manufacturer report number: 1627487-2022-05718, 1627487-2022-05721. It was reported that the patient's ipg and lead extensions were explanted and replaced due to high impedances. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned extension did not identify any broken wires that would have existed prior to explant. The extension did have damage (see images) that was consistent with the explant procedure.